Event description:
It was reported that the pt's electrodes stopped providing stimulation. An impedance check suggested that there was a single electrode fracture on #3. The remaining electrodes did not cover the pain area. The lead was replaced. There were no pt injuries and the pt recovered without sequela.